Event description:
It was reported that there was a fire. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Manufacturer narrative:
It was determined that the fire was likely due to a worn main cable not being properly installed that had overheated. Section h codes were updated to reflect this.

Event description:
It was reported that there was a fire. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.